Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the product and observed the warranty seal is broken and the unit was opened revealed by missing screws on the top cover. A functional evaluation revealed no problems. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the operations service manual found the following warnings and precautions: do not allow patient contact with grounded conductive objects, such as a surgical table frame or an instrument table, to avoid risk of shock. Grounding pads should not be used. Do not contact metal objects with an activated wand. Electrodes should remain separated from other electrosurgical equipment to avoid inadvertent electrical coupling between devices. If a power cord other than the power cord from the manufacturer is used, please ensure the power cord complies with the voltage and current rating listing on the back panel of the controller. Failure to do so may alter the performance of the controller. Clinical evaluation was completed and stated this case reports that during the procedure the quantum controller hand was twitching. The procedure was finished by vapr. There was no significant delay or other patient complication reported. The patient outcome remains unknown. No further assessment is warranted at this time. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during an shoulder surgery the quantum controller hand was twitching. The service engineer detected an electrical potential leak. A delay of 0-30 min were reported and the procedure was finished by vapr. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.